Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent up arrow button response due to the corroded keypad traces. The insulin pump had a cracked case at the display window corner, cracked display window, a broken reservoir tube lip, scratched reservoir tube window, cracked reservoir tube, cracked battery tube threads and a shifted end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer received a button error alarm. The customer also stated there was cracks on the insulin pump's casing. The customer stated they had already reverted to a back-up plan. There was no significant events leading to the alarm. No additional information provided.